Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported (france) the patient's ipg moved out of the pocket. As a result, the patient's ipg was moved back in the original pocket on (B)(6) 2015. The doctor confirmed the ipg was secure in the pocket during the procedure on (B)(6) 2015 (reference MFR # 1627487-2015-06441). Follow-up revealed the issue was resolved by surgical intervention. The ipg information is not available.